Event description:
On 06/07: customer reports that staff were performing an undetermined urology procedure when system fluoro failed. Staff moved patient to another room where procedure was completed without further incident. Customer provided no further patient or procedural information other than to say procedure was completed, patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer went on site and troubleshot report of a gray image only and replaced a bad image intensifier. Fse then verified proper operation per hut service checklist and returned the unit to full service.